Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer estimated the battery longevity of the pulse generator incorrectly in (B)(6) 2017. There were no adverse consequences to the patient due to the event.